Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely the power supply does not turn on due to a failure of the converter caused by a blown fuse. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, high flow insufflation unit, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the device had no power. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and no power was observed due to a faulty converter causing dead fuses. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.